Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one resolute integrity drug-eluting stent was implanted in a patient approximately 4.5 months post its labelled expiry date. There was no injury reported or intervention required.